Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device during surgery on (B)(4), 2011.(B)(4).this report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, and the issue could not be resolved. The device was explanted on (B)(6), 2011. It is unknown whether the patient was reimplanted with another device.

Manufacturer narrative:
(B)(4): implanted device remains.